Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with low blood glucose levels and compromised force sensor system alarm. The customer's blood glucose level was reported to be 25.2mg/dl. It was reported the customer treated the low with food. Troubleshoot was reported to be conducted. It was reported that the customer was advised the pump would have to be replaced and returned for analysis.